Manufacturer narrative:
After further clinical review, this event has been determined to be a serious injury MDR pursuant to 21 cfr 803. The image review evaluation reported in the initial report has been revised. Received one cd of filter images from two different procedures that was reviewed on june 10, 2013 two images were provided for the filter deployment, a vena cava gram was performed that demonstrated the filter in the upright position, inferior to the renal takeoffs. Due to the poor image quality the number of filter limbs cannot be counted. The identity of the filter cannot be determined based on the images provided. On august 6, 2013 one image was provided demonstrates the filter apex is tilted against the ivc wall. Due to the poor image quality the number of limbs cannot be confirmed. Based on the re-review of the images, filter tilt in the ivc can be confirmed. Based on the re-review of the images, the filter identity cannot be confirmed. Based on the re-review of the images successful filter retrieval cannot be confirmed. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation.

Manufacturer narrative:
After further clinical review, this event has been determined to be reportable. The product catalog and lot numbers were not provided; therefore, a complete manufacturing review could not be completed. The device was not returned; however, images were provided for review. One cd was reviewed that demonstrates the vena cava filter at the time of deployment. The filter is vertically oriented and placed inferior to the renal takeoffs. Due to poor image quality, the number of limbs cannot be counted. The identity of the filter cannot be determined based on the images provided. On (B)(6) 2013 one image of the filter in the ivc was provided; however, no real time images were provided of the filter retrieval attempt. Based on the images provided, filter removal difficulty cannot be confirmed. The complaint investigation is inconclusive based on the image review and device not being returned for eval. Based on the available information, the definitive root cause is unk. Multiple attempts were made to obtain the patient details, product identifiers and procedural details; however, despite good faith efforts the information was unobtainable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter retrieval post two months deployment, guided fluoroscopy demonstrated the apex of the filter was tilted against the ivc wall; although, several attempts were made to capture and retrieve the filter, the filter remains implanted in the patient. There are no plans this time to retrieve the filter. There is no reported patient injury.